Event description:
The iab was inserted into the pt on 2/9/98 at 12:08 pm and removed on 2/10/98 at 9:00 pm. The iab did not malfunction. The pt had a thrombosis. (Event complications: thrombosis - reported 2/25/98.) (Pt's current status: expired-rpt'd 2/25/98).